Event description:
No blood glucose levels reported. The customer reported that the buttons of the insulin pump were unresponsive. The customer further reported that the insulin pump was exposed to moisture. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.